Event description:
Arthrex mini tight rope 1.1 implanted to correct hallux valgus. On post op visit (B)(6) 2010, the deformity had returned and their was radiographic evidence of device failure. She was taken back to the operating room to remove the device and reimplant a new pair of similar tight rope 1-1 implants. The correct implant procedure was utilized. In may of 2010, their was further return of previous deformity and suspected device failure.